Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. The info provided indicates that the pt was treated for an infection. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection developes, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for eval. With the currently available info, no add'l conclusion(s) can be drawn. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.

Event description:
The initial attorney report alleged pain due to defect in mesh. The following is based on the medical records provided by the pt's attorney: ni/ni/2002 - pt underwent a colectomy. On (B)(6) 2002 - pt underwent an emergency exploratory laparotomy with lysis of extensive entero-enteral and intraperitoneal adhesions. After a very extended and tedious dissection, small bowel serosal tears were repaired and repair of recurrent ventral incisional hernia was performed with dulex mesh. The bowel was noted to be markedly edematous and moderately dilated. On (B)(6) 2004 - pt underwent incision and drainage of an abdominal abscess with insertion of a left subclavian groshong central venous catheter. On (B)(6) 2005 - pt underwent excision of infected dulex mesh, partial debridement of abdominal wall, and removal of groshong catheter.